Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated b5: information was received from a consumer regarding a patient with an implantable pump. It was reported that the patient is currently on their 5th pump and one had failed 6 months after it was implanted. The patient states they went through withdrawal before too. No further information was reported. Additional information was received from a consumer stating that the pump that failed 6 months after it was implanted occurred 18 years ago. It was also reported that the withdrawal they had experienced before was resolved after a new pump was put it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump. It was reported that they went to healthcare provider office yesterday and they had told her the pump will reach end of life in october and need to be replaced. The patient stated that she was on a very low dosage, and they were weaning her off the medication. The patient asked if the pump can be left in her after the pump dies. The patient stated that this was her 5th pump and one had failed 6 months after it was implanted. The patient stated that she went through withdrawal before too. The patient stated that they decreased the dose to .800mcg yesterday. She was not sure if she wanted to replace the pump or remove the pump. She did not think she needed a pump anymore. The patient service reviewed device function and recommended patient consult with healthcare provider for next steps.